Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and moderately calcified lower extremity artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and no harm was done to the patient.